Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in hospice and the family wanted to disable the implantable cardioverter defibrillator (ICD). Before the representative was able to visit the nursing home and disable the device, the patient received shocks. The device remains in use and no patient complications have been reported as a result of this event.